Event description:
It was reported that the device had a defective cassette assembly. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D5: operator of device: unknown. H10: device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found the device with scratched lens and chassis, missing battery door; tamper seals were missing. There was evidence of the error or reported problem in the event history log. The reported problem was duplicated. Cassette not attached properly message alarms were found when latching the pump with no cassette. The investigation found that the upstream occlusion sensor was faulty. For corrective action the upstream occlusion sensor was replaced. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was last serviced in july 2021 and there was no indication the complaint was related to previous service of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).